Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: impella 5.5 with smartassist for use during cardiogenic shock section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported that the patient had a 5.5 pump placed as care escalation from the cpthat was placed for the cardiogenic shock/cardiomyopathy patient. The 5.5 was seen to have a swelling/hematoma at the site. The team observed a hemoglobin drop from 9.3 to 5.8 and so 2 units of red blood cells and 2 units of platelets were given. The 5.5 was explanted after 161 hours of support.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of access site bleeding was most likely use issue since non-abiomed guidewire was used during insertion which is not recommended per instructions for use.